Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) act button dome switch. No unlocked j2/lcd keypad connector noted.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that no numbers showing when filling the tubing even when insulin was exiting. The insulin pump will be returned for analysis.